Manufacturer narrative:
(B)(4). Examination of the returned product confirmed the reported issue. The device had a substantial amount of blood on the outside and inside of the instrument body handle, and the switch was charred. When the fluid came into contact with the switch, it caused a short to the activated power and burned out. The investigation identified the root cause of the reported event to be user error. The IFU warns that conductive fluids such as blood or saline should be removed from around the instrument before activation. The device was within expiration at the time of the incident. A review of the relevant device history records for this lot found no entries that could have contributed to the reported issue. There is no trend associated with this issue and no corrective actions are deemed necessary at this time.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the surgeon burnt his hand from the device catching on fire during a spay procedure of a dog. No further information was provided from the customer.